Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.